Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient with rheumatoid arthritis underwent an initial knee surgery with persona implants using the rosa robotic system. Approximately two months post implantation, the patient continued to form joint fluid and bloodying. It was then decided to perform a dair procedure, during which extensive pitting was detected on the surface of the polyethylene. The implant was removed and replaced with a cps of the same size and thickness. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h4; h6; h11. Visual examination of the returned product identified signs of use and confirming complaint, there is extensive pitting on the articulating surfaces. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause for wear cannot be determined. The root cause for infection was found to be unrelated to the implanted zimmer biomet device. Complaint is confirmed based on product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.